Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was found to be non-functioning while the pump was powered on. The display screen was found to be cracked. Replacement of the damaged display screen with a test display screen returned display function to the returned pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.